Event description:
It was reported that a physician was surprised to see a 5 year longevity estimate on a recently implanted device, when he was used to seeing a 12 year estimate on a different model that was newly implanted. The physician was informed of a tech note on the issue, which clarifies that for the specified model, the longevity estimate can be underestimated early in battery life, but becomes more accurate with time. The physician did not voice any further concerns. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.